Manufacturer narrative:
Please also reference MDR #1822565-2016-01271. No devices or photos were received; therefore the condition of the devices is unknown. The lot number of the products are unknown; therefore the device history records and complaint history could not be reviewed. The reported device is used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported the patient will need to have an acetabular liner and shell revised.